Event description:
It was reported that the gastrointestinal videoscope had an intermittent image that was not coming out. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.